Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-08. H6: investigation summary: one open 32g x4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned photos and pen needle sample and it was observed that teardrop label was missing and cover was melted with hub. Due to the condition the sample was returned no functionality test could be carried out. No DHR review can be carried out as lot number is unknown. The root cause of this issue is due to overheating at the sealing head during the assembly process. H3 other text : see h10.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was difficult to operate. The following information was provided by the initial reporter : the patient reported one pen needle could not be attached to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter phone# : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was difficult to operate. The following information was provided by the initial reporter : the patient reported one pen needle could not be attached to the pen.